Event description:
It was reported that the patient experienced a loss of stimulation and a return of their pre-existing back pain following a non-device-related fall. In addition, the spinal cord stimulation (scs) implantable pulse generator (ipg) would no longer connect with the remote control. Troubleshooting was attempted; however, the issue persisted. The patient underwent a revision procedure in which the ipg was replaced. The patient was doing well postoperatively.